Manufacturer narrative:
The customer confirmed the failure. The customer found both the user interface (ui) assembly and power management (pm) board failed. They also identified the top cover was cracked. The customer replaced the user interface assembly and power management board to resolve the reported issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
B4: (B)(6) 2021. The device was being setup when the event occurred, there was no delay of therapy.

Manufacturer narrative:
Date of report: 16jul2021. There was no patient involvement.

Event description:
The customer reported unit powers on but nothing on the display. The customer advised no display with alternating current (ac) only and battery only. The device was not in clinical use. No patient or user harm was reported.